Event description:
It was reported that the surgeon inserted a competitor's lens using the mtc-60cfp cartridge and the trailing haptic was torn during. The lens was removed and replaced without any patient incident. The reporter indicated the incident was caused by the cartridge. The patient current prognosis is great with a 20/15 visual acuity.